Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Event date: unknown date in (B)(6) 2015. Device is an instrument and is not implanted or explanted. (B)(6). Subject device has been received; no conclusion could be drawn as the product is entering the complaint system. A review of the device history records has been requested and is pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: the investigation has shown that the threaded tips of both connecting screws are bent, as described. The review of the production history revealed that these instruments were manufactured according to the specifications. No manufacturing related issues that would have contributed to this complaint condition were found. In addition, it can be confirmed that these connecting screws are function-checked per 100% before they leave the manufacturing facility and they were found to be functioning within parameters and with the gauge. Based on these findings, it is likely that high applied mechanical force during use caused the deformation. The type and extent of damage incurred indicate that this complaint was caused by wrong handling. No indication for material or design related issues were discovered. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the tip of a dynamic hip system (dhs) coupling screw bent during insertion after it was turned without problems. Upon insertion of the screw, the k-wire could be pushed in the direction of the small pelvis. The surgeon attempted to remove the connection screw ¿ this was reportedly ¿almost impossible¿ as the screw thread of the connection screw was bent. There was a surgical delay of an unknown length of time. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
DHR review ¿ (B)(4). Manufacturing date: 24 march 2014. No ncrs were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information reported: new product was utilized in the or after the defect of the initial device.